Event description:
The customer reported the fluoroscopic image was intermittently black on the left "live" monitor. This issue will effectively eliminate the ability to view a real time image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system log files were downloaded for analysis. The system was tested and found to be working as intended and put back into service.